Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that at 3:00 a.m. Her continuous glucose monitoring system gave her an alert that her blood glucose reading was 30 mg/dl. The customer's husband woke her up and she performed blood glucose tests using her contour next link 2.4 meter and obtained readings of 30 mg/dl and 146 mg/dl. The customer was experiencing symptoms of hypoglycemia such as confusion and profusely sweating. The customer drank root beer and recovered well. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8kpeb01a for evaluation. The returned test strips were different from the one involved in the event (lot # 9cpeg03b). In-house testing was performed using the returned meter and returned test strips. Additional testing was performed using the returned meter and in-house contour next test strips from a similar lot (9cpeg03a). All readings were within acceptable ranges.